Manufacturer narrative:
Product analysis verified the difficulty as stated in the complaint. The delivery device without the dislodged stent was received with the balloon in a pre-inflated state in good condition with no damage observed. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was in its pre-inflation profile indicating that the balloon has not seen any positive pressure. Partial inflation of the balloon by the user could affect stent securement. The surface of the balloon material exhibited evidence of pillowing between the marker bands indicating that the stent had been properly crimped. There is no evidence that the device was improperly manufactured. The exact cause of the stent embolism could not be determined. The manufacturing records for top assembly batch 6776211 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.

Event description:
It was reported that during a ptca procedure, following predilation, the stent delivery system was unable to cross the lesion. During removal the 5.0 x 28mm liberte monorail stent was found to be off of the delivery system. The lesion being treated was located in the 95% stenosed, mildly tortuous and calcified proximal right coronary artery (rca). Using a microsnare and microcatheter, the stent was retrieved from the aorta. Three unsuccessful attempts were then made to place a 5 x 20mm liberte monorail stent in the rca. Two other manufacturer stents were successfully placed in the rca. An intraortic balloon pump was placed in the right femoral artery. Final patient status was reported as 'okay'. It was noted that the patient was not a surgical candidate.